Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis the device failed incoming vxi tests due to the heart lead flex being out of specification, it had a broken trace at the solder joint on the connector. Analysis also noted that the upper case was dented, one case screw was missing, the ventricular output connector was broken, the battery contacts were compressed and the battery drawer was broken. The device was to be scrapped in-house. Further analysis was performed on the lead flex. Visual inspection revealed potential trace cracks near the connector pins. Bench analysis discovered an intermittent open circuit. Conclusion: the failures reported during servicing of the device were caused by intermittent circuit path continuity. (B)(4)

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.